Event description:
The manufacturer became aware of an allegation from a customer stating magnets from a dreamwear full mask reportedly caused interference with a patient's pacemaker implant. Patient was switched immediately to an amara view mask. There was no report patient harm or injury. The dreamwear mask was not returned for investigation. The dreamwear instructions for use includes the following warnings: the headgear clips contain magnets. Contact your healthcare professional before you use this mask. Some medical devices may be affected by magnetic fields. The magnetic clips in this mask should be kept at least 2 in. (50 mm) away from any active medical device with special attention to implanted devices such as pacemakers, defibrillators and cochlear implants. Do not use in or near magnetic resonance imaging (MRI) equipment. This report will be filed as an initial-final report. We will continue to monitor these complaints regarding magnets. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported this event as an adverse event and product problem. A second review indicates this is a product problem only. There was no serious or permanent injury, and no medical intervention was required.